Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. 6/19/2019 update: bd received a photo from the customer facility for investigation. The photo was evaluated and it was observed that the safety shield was not fully engaged over the IV needle. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. 6/19/2019 update: based on evaluation of the customer photos, it was observed that the safety shield was not fully engaged over the IV needle. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. 6/19/2019 update: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle safety cover came off with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported that the needle safety cover came off when the phlebotomist was twisting off the sterile bottom of the needle to attach to the needle holder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle safety cover came off with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported that the needle safety cover came off when the phlebotomist was twisting off the sterile bottom of the needle to attach to the needle holder.

Event description:
It was reported that needle safety cover came off with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported that the needle safety cover came off when the phlebotomist was twisting off the sterile bottom of the needle to attach to the needle holder.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10